Manufacturer narrative:
The received device had the cannula assembly deployed. The pod generated an 0x14 occlusion alarm with a pulse width timeout. The device was connected to a master pdm and a 5u test bolus was completed without replicating the timeouts. The cannula measured the correct full length according to specification, although the exposed portion of the soft cannula was found to be bent. It could not be determined when this damage occurred, or if the damage contributed to the reported dislodged cannula. A leak test found no leaks or tears in the fluid path. A root cause for the reported dislodged cannula could not be determined. No evidence was found that would result in skin irritation occurring at the infusion site; a root cause for the reported event could not be determined. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site, as well as bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged and bent. As treatment, a new pod was placed.